Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) was isolated to u604, c648, c626, c628, and c629 shorted throughout the ca board, causing fault. The root cause of the shorted ca board cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.